Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: -10.50. Device evaluated by manufacturer? No, lens not returned. (B)(4). Method: lens work order search. Results: a lens work order search revealed one similar complaint within the work order. Conclusions: no conclusion can be drawn: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -10.50 diopter in patient's left eye (os) on (B)(6) 2015. Excessive vault with shallow chamber was noted on (B)(6) 2015. The icl was explanted on (B)(6) 2015 and was exchanged for a shorter icl with similar diopter size. This resolved the problem. Post-op visit on (B)(6) 2015, ucva was 20/20.